Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -16.0/+3.0/090 (sphere/cylinder/axis) implantable collamer lens, into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Corrected data date received by manufacturer corrected from "17-jan-2018" to "17-jan-2019" for follow-up# 1. (B)(4).

Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found no visible damage to the lens. (B)(4).